Manufacturer narrative:
Investigation results: a visual examination of the complaint device revealed the catheter was broken into two pieces at the guidewire introducer, and the proximal piece was not returned with the device. The noted defect was likely due to handling of the device or portion of the device without direct patient contact either during unpacking, preparation, or shipping, at the end of the procedure, or when packaging for return. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) in the common bile duct (cbd) on (B)(6) 2016. According to the complainant, during preparation outside the patient, the catheter broke in half. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. UDI: (B)(4).

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) in the common bile duct (cbd) on (B)(6) 2016. According to the complainant, during preparation outside the patient, the catheter broke in half. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.